Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 alarm that appeared on the home choice (hc) machine. This event occurred during patient use. The technical service representative (tsr) explained the alarm and had the care giver (cg) close clamps then cycle power to clear the alarm. The tsr advised to discard supplies and either start over with new or finish with manuals. There was patient involvement but no patient injury or medical intervention was reported with this event.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) is not confirmed due to a lack of sample. The root cause was undetermined. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.